Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leads were attempted but not used. It was unknown if the lead placement difficulty was due to the patient's anatomy. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.